Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during a bolus attempt. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value was 230 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was out of warranty and the and the customer declined to receive a loaner device. The insulin pump would not be replaced or returned for analysis.